Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a banding procedure performed on (B)(6) 2022. There was no difficulty experienced upon setting up the device. During the procedure, the first two bands were deployed correctly. When the handle was rotated to deploy the third band, it was noticed that no band was deployed. The procedure was completed with a different device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Manufacturer narrative:
Block h6: medical device problem code a050501 captures the reportable event of bands unable to deploy. Block h10: the returned speedband superview super 7 (handle assembly and ligator head) was analyzed, and a visual evaluation noted that the returned ligator head had four bands attached, some of them had moved from their position. Also, one band was broken and had overlapped within the other bands. The ligator head teeth were damaged/bent. The suture thread was intact and it was attached to the distal trip wire loop. The trip wire was not secured. A functional evaluation was performed by rotating the handle knob. It could be rotated without any problems. The click was audible and indents felt each 180 degrees rotation. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, it was found that the ligator head had four bands, some of them had moved from their position. There was also one broken band which had overlapped within the other bands. The ligator head teeth were damaged/bent. These conditions are evidence that the device was unable to deploy. A labeling review was performed and from the information available, this device was not used per the instructions for use (IFU)/product label. There was evidence found that the trip wire was not secured. This condition, unsecured trip wire, could have affected the overall performance of the device causing the trip wire slipping through the handle assembly and contributed to an inaccurate deployment of the bands. This could have resulted to an improper deployment of the bands, causing more tension on the device bending/damaging the teeth. Also, it is possible that this tension could have caused the breakage of one band. Therefore, the most probable root cause for the encountered problems will be documented as failure to follow instructions due to problems traced to the user not following the manufacturer's instructions. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a banding procedure performed on march 23, 2022. There was no difficulty experienced upon setting up the device. During the procedure, the first two bands were deployed correctly. When the handle was rotated to deploy the third band, it was noticed that no band was deployed. The procedure was completed with a different device. There were no patient complications reported as a result of this event.